Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in water chamber. The patient alleged dry mouth. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged visualization of particles in water chamber. The patient alleged dry mouth. The patient also alleges nasal/throat irritation or soreness. Section b7 was missing in the previous report , the information should have include that, the patient has a medical history of pulmonary hypertension and history of organ transplant. Section b3 and section g3 was incorrectly reported in the previous report which is now updated in this follow up report. In section h6, health effect - clinical code : 2420,2396 were missing in previous report , which is correctly updated in this follow up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in water chamber. The patient alleged dry mouth. The patient also alleges nasal/throat irritaion or soreness. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.